Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Batch number: 270667 is not a valid batch. Initial reporter phone#: (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: - not confirmed: bd was not able to confirm/ reproduce the incident in question. -samples/ photos analysis: it was not received sample from customer to analysis. -DHR review: the batch number was not informed, not being possible performing the DHR review. Please be advised that the current controls for detecting the defect are performed by visual inspection each 2 hour in 40 pieces -qn/ maintenance review: there are no quality notification (qn) and maintenance records that could lead to this issue. -it was not performed the DHR, maintenance record analysis and quality notification analysis, because batch number was not informed. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Root cause description: it was not performed the DHR, maintenance record analysis and quality notification analysis, because the batch number was not informed. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect. Rationale: based on occurrence, CAPA is not necessary.

Event description:
It was reported that unspecified bd¿ product had broken plunger rod making it impossible to be used. Found before use. No serious injury or medical intervention reported.

Event description:
It was reported that unspecified bd¿ product had broken plunger rod making it impossible to be used. Found before use. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Manufacturer narrative:
Correction: brand name: from: brand name: unspecified bd¿ product. To: brand name: unspecified bd¿ syringe. Common device name: from: common device name: unknown. To: common device name: hypodermic syringe.